Event description:
It was reported to philips that the device has a malfunctioning therapy pca. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated the device and found it really had a nibp issue. The nibp module needs to be replaced. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the nibp module requires replacement. It was replaced. The device passed testing and was put back into service.